Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came for a routine follow up, the vibration alarm was out of function. Device replacement was planned. The patient's condition was stable all the time.